Event description:
IV tubing broke / snapped at hub just above the insertion site to the broviac catheter. It was noticed without injury to patient. New tubing hung without incident.what was the original intended procedure?IV infusion of d5 in nacl 0.9% with 20 meq kcl per liter at a rate of 15 ml / hr.device #1is this a laboratory device or laboratory test?no.